Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found the air/water nozzle clogged with foreign material during evaluation; however, the customer returned the device without being able to complete reprocessing. The customer was unable to be run the device through the reprocessor due to surgical glue/cleaning agent clogging the nozzle. Not being able to complete reprocessing caused the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle of the insufflation channel is clogged by a solid and translucid foreign material. It is possible that this was cleaning agents or glue used during surgical procedures. Additionally, the light guide lens was cracked, the bending section cover glue was separated, the bending angulation was out of specification and there were black dots on the image. Additional information has been requested regarding this event. If additional information becomes available at a later date, this report will be supplemented.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope would not go through the washing machine during reprocessing. The customer believed the scope was clogged. During inspection and testing of the returned device, debris was found in the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.